Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) began to fluctuate in (B)(6) 2015 with levels in the mid-400 u/l range. The patient's ldh level reached 674 u/l during his vad clinic visit on (B)(6) 2015 and it had increased to 867 u/l on (B)(6) 2015. It was reported that the patient's plasma free hemoglobin level had also been trending up from 7 to 12.5gm/dl; however, it was noted that the patient had fluctuations in his plasma free hemoglobin level in the past with values as high as 16 mg/dll the patient was re-admitted and given bivalirudin, and then later received a transplant on (B)(6) 2015. Coincidentally, it was also reported that the patient had been diagnosed with previously unreported subdural hematomas in (B)(6) 2014 and anticoagulation was held for a period of time. The patient was restarted on aspirin on (B)(6) 2014 and coumadin was restarted afterwards.

Manufacturer narrative:
Device evaluation. The pump was returned with the percutaneous lead (lead) cut at the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found a ring of tissue-like thrombus adhered to the inlet bearing cup. The tissue appeared to show laminated layering, indicating that the ring formed over an undetermined period of time. Examination of the outlet stator found a white, tissue-like thrombus adjacent to the outlet bearing. The tissue was loosely seated and showed no lamination, indicating that the thrombus did not form in the outlet stator. Although a specific cause for the observed thrombi could not be conclusively determined, they could have contributed to the reported increase in plasma free hemoglobin. The thrombi could not be correlated to the reported increase in the patient¿s lactate dehydrogenase levels in (B)(6) 2015. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the lead found it to be unremarkable and electrical continuity testing revealed no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A correlation between the device and the reported increase in lactate dehydrogenase and plasma free hemoglobin levels could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.